Manufacturer narrative:
The pt continued to have severe dysphagia with aspiration due to severe pharyngeal dysfunction, presumably related to nerve injury due to inflammatory reaction to rhbmp as of 2008, with no other neurologic problems identified. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.